Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customers blood glucose level was (184 mg/dl). The customer took a bolus. Reportedly, the pump had fully depleted by the time the customer woke up. It was indicated that the customer would use manual injections as alternate insulin therapy.